Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-33, lot#: va1sxqq, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1sxqq, ubd: 11-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold shaneeka 3.31information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had lost weight, and as a result, the ins had moved. She noticed this about a month ago, year confirmed. When asked, the patient said that before the weight loss, she weighted around 400 pounds and now weighs around 300 pounds. The patient said that she was told that the lead had wrapped itself around the neurostimulator. The patient also said that she did had a fall about a month ago. The patient had seen her healthcare provider, and tests (scans) were performed. Her healthcare provider told her that he thinks the neurostimulator battery was dead as well. The patient said that the revision to the system was postponed due to the covid-19 pandemic. The patient was wondering if their healthcare provider should just remove the system as she needs a head MRI for a brain condition and may need additional procedures as the condition was affecting her vision and she was experiencing pressure. Patient services reviewed device information and redirected the patient to discuss her options with both her urologist and neurologist. No further patient complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had lost weight, and as a result, the ins had moved. She noticed this about a month ago, year confirmed. When asked, the patient said that before the weight loss, she weighted around 400 pounds and now weighs around 300 pounds. The patient said that she was told that the lead had wrapped itself around the neurostimulator. The patient also said that she did had a fall about a month ago. The patient had seen her healthcare provider, and tests (scans) were performed. Her healthcare provider told her that he thinks the neurostimulator battery was dead as well. The patient said that the revision to the system was postponed due to the covid-19 pandemic. The patient was wondering if their healthcare provider should just remove the system as she needs a head MRI for a brain condition and may need additional procedures as the condition was affecting her vision and she was experiencing pressure. Patient services reviewed device information and redirected the patient to discuss her options with both her urologist and neurologist. No further patient complications were reported. (B)(6) update onrtg0029942 (follow up/additional info): it was stated that upon review pat agent mistaken omitted the allegation that due toto weight loss the battery dropped down and flipped over causing lead to wrap around the battery. No further complications noted or anticipated